Event description:
During the follow-up and device interrogation on (B)(6) 2018, the patient became asystolic when the programming wand was placed over the pacemaker. After lifting the programming wand, the pacemaker paced effectively again. The patient suffered multiple syncopes. After explantation, it was attempted to interrogate the pacemaker. In response, the re-initialization message of the pacemaker appeared, and the re-initialization could not be performed.

Manufacturer narrative:
The pacemaker was returned for analysis. After its receipt, the pacemaker underwent an electrical incoming goods inspection. An initial interrogation was not possible, and the pacemakers capability to provide therapy was not existent due to a discharged battery. The battery state was as expected after an operating time of the pacemaker of 114 months. In a next step, the pacemaker was opened. With the help of an external voltage supply, an interrogation of the implant was possible without problems. Furthermore, the capability to provide therapy was tested. The antibradycardic output signal was normal, and the device was capable of providing therapy without limitations. The memory content could not be restored after the implant had been opened. The parameters programmed at the time of the clinical observation and the battery status could therefore not be determined. In general, a safe pacemaker function in eri is guaranteed for at least 7 months for a cylos dr, based on the respective programming of the implant. However, as soon as the eri time is reached, an exchange of the implant is recommended. It can therefore be assumed that the battery voltage was already below the operating voltage at the time of the clinical observation and that the pacemaker as therefore no longer in a defined state. It was reported that the pacemaker had its last follow-up 12 months ago. There was no material or device defect.